Manufacturer narrative:
This report is for an unknown outer screw sleeve of the expansion head screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 a surgeon performed an anterior cervical discectomy and fusion (acdf) using non-synthes devices. The surgeon was also performing a partial removal of a previously implanted synthes device as part of the patient's treatment plan. The surgical plan was to remove one of the two-part screws used to secure a previously implanted synthes cervical spine locking plate (cslp). The plate was implanted at level c3-4 during a previous anterior cervical discectomy and fusion (acdf). The screw affixed to this plate (at level c-4) was a two-part expansion screw. It was reported that after removing the first part of the device (the inner screw), the surgeon tried to remove the second part of the device (the outer screw) using the recommended driver but the screw would not back out. The surgeon then tried to remove the screw using a 1.5mm set screw extractor. After inserting the extractor, the tip broke off. An unknown screwdriver was used and eventually the screw was removed. It was reported that the surgery was delayed by approximately thirty (30) minutes due to the screw being difficult to remove. It was reported that it is unknown if the patient required any additional medical intervention like anesthesia. The reporter was not aware of any adverse consequence to the patient. This report is for an unknown outer screw sleeve of the expansion head screw. This is report 1 of 2 for (B)(4).